Event description:
Technician alleged the head end brakes are not holding but the foot end works. No pt impact.

Manufacturer narrative:
The technician found the cause to be the rocker link was broken. The technician replaced the rocker link with a brake steer upgrade kit to resolve the issue.